Event description:
Customer stated that the product overheated. No add'l info was provided by the user facility. Multiple attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were eval, which revealed a foreign debris contamination around the bearings. The presence of foreign debris can lead to increased friction among rotating components, resulting in heat being generated.